Manufacturer narrative:
Date of event. Please note that this date is based off the date of publication of the article as the actual event date was not provided. Common device name. And report source. Please note that this device was used in an off-label manner as it was implanted for epilepsy. The main component of one of the systems involved in the reported events; other applicable components are: product ID: 3389, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Son, b.c., shon, y.m., choi, j.g., kim, j., ha, s., kim, s-h., lee, s. Clinical outcome of patients with deep brain stimulation of the centromedian thalamic nucleus for refractory epilepsy and location of the active contacts. Stereotactic and functional neurosurgery. 2016. 94(3):187-197. Doi: 10.1159/000446611 summary: to investigate the clinical outcome of patients treated with chronic deep brain stimulation (dbs) of the centromedian nucleus (cm) for refractory epilepsy and to determine the location of active contacts. Reported events: one (B)(6) female patient with bilateral centromedian thalamic nucleus (cm) deep brain stimulation (dbs) for refractory epilepsy had misplacement of the bilateral dbs leads due to intraoperative brain shift. This necessitated replacement. The patient went on to have a 60% reduction in seizure frequency. The following device specifics were provided in the article: lead model 3389 and implantable neurostimulator model 7426.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, it was determined that this event type was an "adverse event and product problem". If information is provided in the future, a supplemental report will be issued.